Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the lcsc5, used with a hp050, emitted an error alarm. Another instrument was used to complete the case. There was no pt consequence.